Event description:
Pt noticed swelling within 3 or 4 months of surgery; it looked like a lot of fluid build-up. Pt indicated that the knot got larger and more defined. The screw was taken out last week due to what the pt indicated was an infection.

Manufacturer narrative:
Product recall initiated august 21, 2007. No product being returned for evaluation.